Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the cause of the foreign material that remained at the bending section cover was likely the imperfection of proper reprocessing caused by leakage from the biopsy channel. However, a definitive root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed that the air waster cylinder had no color, the section cylinder had no color, the switch box had a dent, switch 1 had a cut, the grip was shaved, the base plate had corrosion due to water leakage, the mount had corrosion due to water leakage, due to damage on the channel tube, water tightness was lost, due to wear of the angle wire, the angle knob torque of the up/down (u/d) knob at engage exceeded the standard value, the image guide protector was damaged, the objective lens had a chip, the light guide lens had a crack and the connecting tube had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the colonovideoscope had loose tie rod and blurred visibility. Upon inspection of the customer¿s returned device it was observed, the bending section cover (a-rubber) had foreign object. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.